Event description:
It was reported that before a laparoscopic gastric bypass procedure, the reload was reported to be "pulverized". Unfortunately, there is no more information about this incident. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.